Event description:
An emergent call was received indicating that while an unknown datascope intra-aortic balloon pump was in use on a patient, a maintenance required alarm occurred. When the call was answered, it was quite chaotic and customer said ¿I guess we got it, I don¿t know. I mean we switched out the thing.¿ inquired about the situation asking if any assistance could be given in troubleshooting for future reference. Customer said ¿yeah there was a really loud alarm and it said maintenance required so we switched it.¿ asked multiple times if assistance was needed and attempted to collected information. Customer was unable to provide. Attempts to call back to obtain additional information were unsuccessful as the number the caller gave was incorrect.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : the issue was addressed on call.

Event description:
N/a.